Manufacturer narrative:
The venous bubble sensor failures occurred prior to use. Additionally, the customer stated that the venous bubble sensor cable were damaged, but did not specify exactly what the damage was. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that five venous bubble sensors need to be replaced due to a fsca action, fsca 1427918. No harm to any person has been reported. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required as there is limited flow. Complaint ID (B)(4).

Manufacturer narrative:
The serial number of the cardiohelp devices has not yet been provided. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not yet been provided.